Event description:
It was reported that the patient presented to surgery following failed treatment of physical therapy and epidural steroids. The patient underwent a procedure for l3, l4, l5 and s1 bilateral laminectomies, factecomies and foraminotmies, with decompression of bilateral l3 nerve roots; l4-l5, l5-s1 transforaminal lumbar interbody fusion with implant of two peek cages; l4-5, l5-s1 posterolateral fusion with pedicle screw fixation bilaterally at l4, l5 and s1; local autograft, structural allograft, grafton, and infuse for spinal fusion at 57 months post-op, notes indicate the patient was diagnosed with post laminectomy syndrome. The patient underwent a procedure for placement of dorsal column stimulator battery.

Manufacturer narrative:
Concomitant product: catalog# 7510800, lot# m115004aaj. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.